Manufacturer narrative:
This lot was manufactured from may 14, 2016 to may 16, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused the therapy solution. The underinfusion was further described as the folfusor failing to infuse correctly and resulted in not delivering the intended chemotherapy dose. There was no patient injury or medical intervention associated with this event. No additional information is available.